Event description:
I had hip replacement surgery in 2005. The hip prosthesis used was ceramic on ceramic, made by stryker. I have continual and increasingly severe squeaking and grinding in my stryker replaced hip, ceramic on ceramic. Along with the increased squeaking and grinding is pain and discomfort. I have concerns that the hip is failing and is emitting shards of ceramic into my hip capsule. I have been told to have another hip replacement surgery to replace the ceramic hip is the only remedy. I have concerns this may not be entirely effective if shards of ceramic material are present in the hip capsule.